Manufacturer narrative:
The attachment was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was debris build up in the attachment during use. The attachment was scrapped.

Event description:
It was reported that the attachment overheated during a routine maintenance visit at the account and in a non-sterile environment. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.